Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 6th september 2017. During the investigation, the green status led was flashing green alongside a failure chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in a short circuit to beeper bp1 and the failure of the red led to illuminate. The faults could not be replicated with a new red status led. This confirmed a failure of the original red status led. The device was subject to sam 360p final unit test (B)(4) at heartsine on the 23rd november 2017 ¿ during this testing, no fault was found on the unit. This would therefore indicate the red status led had failed after this date. Furthermore, measurements taken on the +ve terminal pogo pin confirmed the pin to be faulty. This had resulted in notable fluctuations in voltage between self-tests in the device memory. The out-of-range temperature observed in the device memory would confirm the device had been stored outside of the indicated conditions. This could have contributed to the failures. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360p.

Event description:
Device beeps with green status indicator. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeps with green status indicator. There was no patient involved in this event.